Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was a device other than the subject device since the reported problem could not be reproduced during evaluation of the returned device. Additionally, the investigation determined that the image "noise," found during the evaluation of the returned device was likely caused by failure of the dr board operational amplifier and related to the design since the subject device was manufactured prior to implementation of a design change to the operational amplifier circuit design.

Manufacturer narrative:
The suspect device was returned and evaluated. The report of "pigtail inoperative" was not confirmed. It was determined that the dr board was faulty, causing noise inside the mask. The dr board was replaced to resolve the problem.

Event description:
A user facility reported to olympus that the "pigtail" was "inoperative." There was no patient injury or harm, associated with the problem, reported to olympus.